Event description:
It was reported that during use on a patient the ventilator alarmed and indicated a mother board failure. The vital signs of the patient rapidly deteriorated and led to hypoxia - the patient was immediately ventilated manually and connected to a back-up ventilator. Reportedly the patient was closely monitored and stable respiration was ensured. The was no serious injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and even on request no further information or a device log could be obtained. Based on the very little information available it can only be concluded that the device was in operation for nearly fourteen years now, its status of preventive maintenance and repairs is not known to draeger. Furthermore, the reported alarm with message "mainboard failure" does not exist - so, the described event can neither be confirmed nor denied or any assumption be given. A reliable conclusion in regard to the exact root cause for the reported observation can not be made due to lack of information. Finally, the case has been closed due to insufficient information.